Manufacturer narrative:
Zimmer biomet complaint # (B)(4).

Event description:
The doctor reported that placement tool (iipdtl) did not diesengage from implant (bost3210). The doctor also reported that standard treatment was applied, no force was used, motor with torque 35 ncm was applied. Doctor reported that procedure was completed successfully.

Manufacturer narrative:
One certain® driver tip - long and t3® tapered implant were returned for inspection, attached to one another. The driver tip shows signs of wear consistent with use about the body and at the tip. The o-ring is in good condition and appears to have been recently replaced. The implant drive feature is noted to be damaged at the internal hex. The products were functionally tested, and it was confirmed the two devices could not be disengaged. Further testing showed that the implant became stuck with in house drivers when tried in. However the driver tip returned functioned as intended when tried with in house implants. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instsm rev d 02/16. Information identified: no-touchtm delivery of certain® internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Complaint alleges the driver tip was stuck in the implant. Complaint was confirmed during inspection. A singular root cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been corrected: a weight was incorrectly entered. The patient's weight was never available/provided.